Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 23cm and 45cm distal to the is-1 connector pin. The proximal and the medial fragment were received for analysis. The distal fragment including shock coils and lead tip was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported high impedance and loss of capture. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to high impedance and loss of capture. No adverse patient events were reported. Should additional information become available, this file will be updated.